Event description:
We attempted to aspirate the intrathecal catheter but could not obtain any catheter aspirate. We then placed the saline within the old intrathecal pump to determine if there was any obvious leak through the diaphragm.